Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation and the plant investigation is on-going. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility reported the machine had a flow inlet error and the deaeration motor was not running. A patient was not connected to the machine at the time of the incident. The user facility biomedical technician replaced the actuator board which resolved the issue. Upon removing the old actuator board, the biomedical technician noticed that the board had shorted and had dark spots equivalent to burn marks. The machine has passed functional testing and has been returned to service without issue.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. However, the facility reported that they replaced the actuator board which resolved the issue. The machine passed all functional testing and was returned to service with no further issue. No parts were returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no reports of smoke or flames associated with the burning smell. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.